Event description:
It was reported that two tuftex embolectomy catheters had the balloon rupture during the procedure. No injury was reported. Please note that report 1220948-2023-00010 was also submitted related to this incident.

Manufacturer narrative:
The product was not received for evaluation, therefore the root cause for the balloon rupture could not be determined. The lot number for the product involved in this event was not reported. Therefore, a lot history review was unable to be performed. As stated in the IFU, balloon ruptures are a known risk of using this product: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Please note that report 1220948-2023-00010 was also submitted related to this incident.